Event description:
The report indicated slight blood leakage was noted during the case. Because of the patient's condition, and that the estimated time for the procedure would be long, the customer decided to change out the oxygenator. The case continued and there was no pt compromise.